Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the insulin pump was dropped on the floor, and now the drive support cap is loose. It was stated that the customer did not press on the cap while connected. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk due to broken off end cap. The insulin pump received with broken off end cap, missing motor assembly, cracked display window corners, cracked case near button domes, cracked reservoir tube lip, cracked battery tube threads and ink/bleeding spots on lcd glass.